Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely, the following led to the malfunction: failure of an emergency light. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the spare lamp did not work. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
E1 address - (B)(6). The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.